Event description:
Procedure type: low anterior resection. According to the reporter: the posterior wall of the anastomosis wasn't stapled. The tissue donuts were complete but the anastomosis was not. As a result, there was a hole in the posterior wall of the anastomosis. There was also a malformed staple recovered from the rectum. Upon further inspection of the device, it appeared that half of the staples were not deployed when the device was fired. The safety was removed and the surgeon began to squeeze the handle and noticed what appeared to be staple legs advancing forward. At that point, the safety was replaced. A new stapler was opened and used. Buttress material was not used. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).